Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump is alarming no delivery during bolus. Customer stated he is not home and is currently unable to do a set change. His blood glucose was 8.5 mmol/l. Customer stated he was getting the alarm shortly after the insertion and when trying to deliver bolus, it occurred three times. Troubleshooting wasn't performed as customer was unable to remove the infusion set site to examine the cannula. Customer is not returning the device for analysis. Customer also provided a serial number of (B)(4).